Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies.